Event description:
On (B)(6) 2019, a (B)(6) male resident exited the rest room and collapsed in the hallway. Within mins, he became unresponsive and was determined to be without a palpable pulse. CPR was initiated. Nursing staff and physician involved in the code reported that the AED did not function properly; it repeatedly gave instruction to place the pads even after the pads were properly placed. It never advanced to analyze cardiac rhythm. The failed AED was removed from service and replaced with a substitute until it can be replaced by a new machine. It was determined that the failed AED did not contribute to the death of the resident. However, because of the potential negative consequences, it was decided that this failure will be reported to the MFR and to the food and drug administration. Following the incident, our staff accidently discarded the electrode pads and battery used during the incident. (B)(6) staff has requested that the service rep replace the unit and for further investigation be conducted with MFR. Please note that following the battery and pad replacement, the unit did not give any error messages.